Manufacturer narrative:
Patient identifier not available from the site. Patient weight not available from the site. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively and delayed the surgery by one hour or longer. It was reported that the site put the percutaneous pin onto the hip of the patient; and then they are supposed to plug the navigation tracker on this pin, and it didn¿t work. The site used another pin.